Manufacturer narrative:
The referenced device has not been returned to service center for the physical evaluation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the teflon tip. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center received a medwatch sus voluntary report # mw5086628 which states "insulation for the working tip of the instrument was noted as being missing during a procedure. Piece retrieved from patient." No additional information has been made available.